Event description:
Reporter indicated that during a vns prophylactic generator replacement surgery, a new model 105 generator was displaying an end of service warning message. Electrocautery was being used in the vicinity of the generator, and it is suspected the electrocautery may have caused an asic/latch up condition of the new generator to occur. The reporter used a different vns generator to complete the surgery. The unused model 105 generator has been returned and is pending analysis.

Manufacturer narrative:
Device failure is suspected to have been caused by user error with electrocautery.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.

Event description:
Product analysis was completed on the returned vns generator. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. As received, the generator output was disabled due to a perceived vbat<eos threshold condition. After the output was re-enabled, the pulse generator diagnostic results were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.095 volts as measured during completion of the measured diagvbat of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 0.741% of the battery had been consumed. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.